Manufacturer narrative:
D4 UDI and g5 are unknown. No product information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pilot balloon connector was broken and leaking, thus they were unable to ventilate. No further patient complication were reported in relation to this event.